Event description:
The customer reported to olympus, during preparation for use the video processor generated an error code b30 (communication error) when plugging in the cyf-vh videoscope. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Additionally, non-reportable event was found: chipped switch. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.